Event description:
The customer reported that during treatment , without any prior alarm, the machine began alarming: "code 65 general system failure". The machine was restarted by the operator and made the same alarm just after 2 minutes. The nurse did not manage to give the extracorporeal blood back to the patient. The treatment was interrupted and continued on another machine.